Event description:
It was reported that the patient was admitted to the hospital on 2014 (B)(6) due to an increase in spasticity and weakness. The patient was still having symptoms at the time of the report. The pump system was being used to infuse gablofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).